Manufacturer narrative:
This event occurred in (B)(6). The customer performed liquid flow cleaning and the problem was solved.

Event description:
The initial reporter complained of discrepant high results for 18 patient samples tested for elecsys vitamin d total ii (vitamin d ii) on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory where they were questioned by the physician. The initial results were performed on (B)(6) 2019 and the repeats were performed on (B)(6) 2019. The vitamin d ii reagent lot number was 42499500 with an expiration date of 31-may-2020.

Manufacturer narrative:
The issue was resolved by the customer actions of performing the liquid flow cleaning. The issue did not reoccur.